Event description:
It was reported that the touchscreen on the pump was unresponsive and the screen was frozen, preventing customer interaction. There was no adverse impact to the customer¿s blood glucose level as it only rose to 18 mmol/l. The customer performed a pump reset, with guidance from technical support, which successfully resolved the issue, allowing the touchscreen to regain responsiveness.